Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and frozen screen. The customer¿s blood glucose level was 133 mg/dl at the time of incident. Customer tried to push any buttons, however nothing happened. Customer reported that the time clock did not advance. Customer stated that the frozen display recurred. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify e/a alarm unspecified due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No frozen screen anomaly noted during testing.